Event description:
Event description: include reason for treatment and final pt outcome: this pt was treated by dr. (B)(6) at the (B)(6) on (B)(6) 2006 with a gore excluder endoprosthesis and some other device located in the left external iliac artery. The left internal iliac artery was coiled with an amplatzer plug, the distal end of the pxc161400 is disconnected from the device that (B)(6) 2006 the pt was treated with a gore excluder endoprosthesis and another device located in the left external iliac artery to treat an abdominal aortic aneurysm. The "other device" implanted in the left iliac artery is not identified as a gore excluder aaa endoprosthesis. The left internal iliac artery was coiled with an amplatzer plug. On (B)(6) 2011, imaging showed the distal end of the pxc161400 had disconnected from the device that is in the proximal left external iliac artery. There is a type I endoleak into the common iliac artery. The unk device/non gore excluder aaa endoprosthesis in the left external iliac artery is infolded on itself. There is migration; the limb retracted retrograde. It is not clear which device may have migrated or by how much. The physician is monitoring the pt.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.